Event description:
A patient who underwent bilateral cochlear implantation two years ago had failure of the right sided cochlear implant. The patient had a history of a fall with trauma to the right side of their head.